Manufacturer narrative:
The lot was manufactured from (B)(6). The device was received for evaluation. Visual inspection was performed using the naked eye which observed fluid inside a bag the contained the sample which suggested a leak may have occurred. Further inspection revealed the cause of leak was due to broken tubing at the solvent-bonded junction of the flow restrictor. Remnant of the broken tubing remained inside the solvent-bonded junction of the flow restrictor. The reported condition was verified. The cause of the broken tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a large volume folfusor burst; the luer lock connector was detached. This was observed when the device was in the fridge, before patient use. The device was filled with flucloxacillin 8g plus citrate buffer in 230ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.